Event description:
Intermittent continuous tone alarms when changed from battery to power module. Patient came into vad clinic, his power module cable was replaced and his system controller was changed out.